Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information was reported that the device was also at eol.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow-up, the device was not able to be interrogated. It was also noted the patient has an lvad. Attempts were made at adjusting the lvad, but interrogating the device remained unsuccessful. The device was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
The reported field event of an inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on device settings, a longevity calculation was performed and found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.